Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide device jammed and caused a dissection of the artery. The tavr procedure was aborted. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular dissection is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult close the foot include, but are not limited to; tissue or suture caught in the foot and incorrect foot position. The treatment and patient effect appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was initially reported as returning, however, was not received. H6: medical device problem code 2983 removed; 2921 added.

Event description:
Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the device was deployed. The lever completely retracted; however, the footplate was unable to close. A dissection of the artery was noted. An open procedure repaired the artery and surgical suturing achieved hemostasis. The procedure was aborted. There was a clinically significant delay and prolonged hospitalization. No additional information was provided.